Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), enlarged atrium, thin and restricted posterior leaflet for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. Post deployment, second mitraclip had single leaflet device attachment(slda) from the anterior leaflet. The mr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to patient morphology/pathology. The reported unchanged mitral valve insufficiency/ regurgitation (mr) appears to be a cascading effect of the reported slda. Mr is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.